Event description:
It is reported that a blue plastic anterior portion of the inserter/extractor fractured off of the locking handle when impacting the femoral component.

Manufacturer narrative:
Evaluation summary: impactors can become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. This device was manufactured approximately 2 years ago. There is no way of knowing how many times this device has been used, or if it was used in a manner consistent with its design intent. Evaluation: as returned, the blue impaction pad has fractured away and is also cracked. Device history records indicate all components were manufactured and inspected to specification.